Manufacturer narrative:
According to available information, no return of product is intended, therefore, analysis cannot be performed to confirm or deny the reported clinical allegation.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this chronic right ventricular lead revealed an abrupt high out of range impedance measurement approximately two months earlier. A possible lead fracture was suspected. As the patient with this lead is pacemaker dependent with an escape rhythm and long pauses, a revision procedure will be performed. During the intended revision, this lead will be surgically abandoned and replaced. No adverse patient symptoms were experienced as a result of this issue.